Event description:
A malfunction was reported with the pump displaying a malfunction code malf 12. There was an unknown impact on the customer's blood glucose level, as they declined to answer specific questions about blood glucose. The customer was assisted by technical support to reset the pump, but the malfunction code reoccurred after resetting. Technical support decided to replace the pump, and the customer was instructed on using a backup therapy to ensure insulin delivery continued. Additionally, the customer was guided on putting the pump into storage mode before returning it via prepaid label within ten days, and they understood these instructions.